Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD). Ts confirmed that the battery was exhibiting premature depletion, and replacement was recommended within 90 days. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.